Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the superior vena cava defibrillation coil was beyond the expected upper range. This device was included in a field action. Based on the information received and without the return of the product it could not be determined if this device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. Interrogation shows that the rv superior vena cava (svc) coil impedance was high. The rv lead was found to have oversensing of noise during isometric testing. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.